Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2016, on behalf of the patient, to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. It was reported the patient is under 2 years of age. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was also reported the patient is less than 2 years old. The dexcom g4® platinum continuous glucose monitoring system states: the dexcom g4 platinum continuous glucose monitoring system is a glucose-monitoring device indicated for detecting trends and tracking patterns in persons (age 2 and older) with diabetes. The system is intended for use by patients at home and in healthcare facilities. However, a root cause for the reported inaccuracies cannot be determined.